Event description:
Reference complaint (B)(4). Case from clinical study (B)(6). A physician reported that a patient underwent right eye phaco+iol + posterior capsule incision+vitrectomy and membrane stripping, with heavy water mesh combined with laser gas-liquid exchange and gas injection (c3f8) surgery. After surgery, the patient experienced mild increased intraocular pressure in the eye. It was reported that, when the patient was in the supine position, transient angle occlusion caused by anterior displacement of the crystalline lens and iris led to increase in intraocular pressure. The patient was treated with drug therapy as an intervention. The current condition of the patient is resolved.

Manufacturer narrative:
No sample was returned for evaluation. An analysis of the retain sample for lot 406501 from the same master confirmed the product as c3f8, and meets all release criteria.